Event description:
Patient reported experiencing erratic blood glucose. She indicated that she had been self adjusting the basal rates on the infusion device. Patient indicated that she was unsure if infusion device caused the erratic blood glucose levels. She stated that her low blood glucose was in the 20's mg/dl. She indicated that she used her infusion set longer than recommended. Labeling indicates that the infusion set tubing is to be replaced every 6 days. She stated that she used her arms as infusion sites. Patient reported that on one occasion, she experienced low blood glucose resulting her passing out and sweating. She was given candies and milk to raise her blood glucose level. She did not require outside medical assistance. Patient is returning product for evaluation.